Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 9 years and 3 months due to aortic insufficiency and stenosis with structural valve deterioration. According to the op report, this patient presented with increasing dyspnea on exertion, shortness of breath and congestive heart failure. Cardiac catheterization had demonstrated no important coronary artery disease. An echocardiogram demonstrated mixed aortic stenosis and insufficiency as well as a perivalvular leak and a "rocking" of the valve consistent with partial dehiscence. Therefore, he was referred for 3rd-time redo-aortic valve replacement. The operative findings indicate that the old aortic valve had calcified leaflets that were stiffened. There was also noted to be dehiscence at the level of the sewing ring and the noncoronary sinus. There was no evidence on infection. There was a small amount of thrombus within an intracoronary commissure of the bioprosthesis leaflets. Both were negative for any bacteria. The device was replaced with a new edwards bioprosthetic valve. The patient was weaned from cardiopulmonary bypass and there were no reported complications.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the source of the reported findings could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis and insufficiency were likely caused by the calcified valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.